Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was 93mg/dl at the time of incident. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, but the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. The insulin pump was received with normal operating currents. No unexpected failed battery test or failed battery alarm during our testing. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump was missing the display window cover and end cap address label.